Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat esophageal varices performed on (B)(6) 2025. During the procedure, after the band was deployed, the band was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a04 captures the reportable event of bands damaged.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h2 (additional information): block e1 (initial reporter address 1, initial reporter address 2, initial reporter city and initial reporter zip/post code) have been updated based on the additional information received on february 5, 2025. Block h6: imdrf device code a04 captures the reportable event of bands damaged. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with the ligator housing without any bands on it and the handle did not have evidence that the trip wire was secured, and majority of the trip wire was on the handle spool. No problems with the device were noted. The reported event of bands damaged cannot be confirmed. Upon analysis, the returned ligator housing had no bands attached. The handle did not have evidence that the trip wire was secured. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit." It was also noticed that majority of the trip wire was on the handle spool. This condition could have made the device to have a deployment failure; however, since no bands were returned, it is not possible to determine if the trip wire not being secured could have influenced a damage on the bands. Based on the limited information available, it could not determine a more specific complaint cause, in addition, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause of this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure to treat esophageal varices performed on (B)(6) 2025. During the procedure, after the band was deployed, the band was fractured. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.